Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for a stent placement procedure in the bile duct of a patient. During the procedure, the doctor deployed the tip of the device in the bile duct of the patient; however, the device became stuck in the scope. The scope and device had to be removed from the patient, at which point it was noted the proximal end flap of the device was kinked. The scope was reinserted and the procedure was completed with another flexima biliary stent system. The procedure was completed with no patient complications. The patient was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.